Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Manufacturer narrative:
(B)(4). D10: unknown oxford femoral item# unknown lot# unknown. Unknown oxford bearing item# unknown lot# unknown. G2: report source: germany. Literature: julius watrinet, philipp blum, michael maier, stefen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng (2024). Undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Springer. (1-7). Https://doi.org/10.1007/s00402-023-05142-z the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 1 patient experienced a tibial periprosthetic fracture on day 96 post-op with implant mismatch size. Diligence is completed and no further information on the reported event has been provided.